Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock disconnected from the infusion set. Reportedly, the customer had ensured a tight luer lock connection prior to going to bed. Customer's blood glucose (bg) level was 375 mg/dl. The customer administered a correction after changing the cartridge, infusion set tubing, and site. Reportedly, the correction bolus brought bg level down to normal levels.